Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse advised to use the gel for the electrode belt for the skin irritation. Follow up indicated that the skin irritation improved.